Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 3003306248-2020-05461. It was reported that the centrimag unit pump stopped and operator did not see any blood flow for 5 seconds. Rotations per minute and flow were at zero. The pump restarted after 5 seconds of stopping.

Event description:
It was reported that the patient did not have an adverse event associated with the failure, the perfusionist switched out the console and drive.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: kinked motor cable. The reported event of the motor speed and flow dropping to zero was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 5 days ((B)(6) 2020 per time stamp). Events occurring on (B)(6) 2020 took place at abbott during lab testing. The console was operating a motor at a speed of 4500 rpm with a flow of 3.5 lpm. On (B)(6) 2020 at 15:36:17, a flow below minimum: f3 alarm activated and the flow and motor speed dropped to 0. A set pump speed not reached: m5 alarm activated at 15:36:23. These alarms were able to be muted and cleared by 15:36:28. The expected motor speed and flow values resumed at 15:36:30. There were no other notable alarms active in the log file. The centrimag motor was evaluated and tested for an extended period of time, including overnight, with the returned and associated console and flow probe. The rpm speed and flow remained consistent at those set levels with no loss of flow at any point. No alarms were active, and the reported event was unable to be reproduced. The motor always functioned as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.